Event description:
It was reported that the patient presented in the emergency room with shortness of breath. Upon review, the implantable cardioverter defibrillator exhibited far r wave oversensing triggering the device to inappropriately mode switch. The device was reprogrammed. The patient was stable and will be monitored.